Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable vitamin d total g2 assay results for about 40 patient samples from cobas 6000 e601 module serial number (B)(4) and suspected an issue with the reagent pack. The customer had tested qc on the reagent pack in use which was acceptable. The customer then tested patient samples. During testing, the current reagent pack ran out and the analyzer switched to a stand-by reagent pack that had not had qc performed. After patient testing was completed, the customer ran the qc on this new reagent pack and it was too high. He removed the reagent pack, warmed a new reagent pack, and ran qc without calibrating. The qc results were acceptable. The customer repeated the patient samples and the results were much lower and believed to be correct. Of the data provided for 46 patient samples, only the results for 35 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. All results are in ng/ml. No erroneous results were reported outside of the laboratory. There was no adverse event. The customer reloaded the suspect reagent pack and repeated qc which was still too high. He ran calibration and qc which was then acceptable. The field application specialist suspected the reagent had potentially degraded.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction/removal report number has been updated.

Manufacturer narrative:
Review of the calibration and qc data suggest the presence of foam on the reagent. The customer moved to a new reagent lot and have not had any problems since then. The investigation was unable to find a definitive root cause.